Event description:
It was reported that customer experienced high blood glucose of between 250 mg/dl and 500 mg/dl, which was treated with manual injections. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, and no air found in tubing. Customer's father declined further troubleshooting and requested for insulin pump to be replaced. No further information provided.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime / a33 and no delivery tests. No unexpected low reservoir alarm noted. Unit had minor scratched lcd window and cracked reservoir tube lip.